Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). Unique identifier (UDI) #: kept as blank as no details available. Sys98 upgraded to cs300 intra aortic balloon pump. The upgraded device details are below: brand name: cs300 intra-aortic balloon pump, portuguese, 220v, catalog number: 0998-00-3023-68. UDI number: (B)(4). 510k: k063525. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had fault code 50, says electrical failure. There was no patient involvement.